Event description:
Unit was implanted in cephalic vein pectoral pocket for purpose of sensing, pacing and shocking in ventricle. Implanted: 2005, date of failure: 2006. Failure at approx 15 months post implant. Problem observed during unscheduled (emergent) inpatient/clinic visit. Primary sign of failure: oversensing resulting in overdrive shocks. Secondary sign of failure: high impedance pacing. Additional sign of failure: failure to capture.